Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her blood glucose level was above 600 mg/dl. The insulin pump alarmed no delivery repeatedly. The customer treated her blood glucose level with insulin through a syringe. The infusion set cannula was bent. At school her blood glucose level was around 500 mg/dl. The school nurse have her insulin through a syringe. The no delivery alarm was resolved by changing the complete set. The device was not returned.